Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose level was 52 mg/dl at the time of incident. Customer called because they had to set the new insulin pump but did not had the values. It was unknown whether the customer was using auto mode feature or not. Insulin pump will not be returned for analysis.